Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was high. They were not wearing the insulin pump at the time of hospitalization. They were off the device for less than 48 hours prior to the hospitalization. The customer was still admitted at the time of the call. The device will not be returned for analysis.